Event description:
It was reported that this right atrial (ra) lead exhibited noisy signal. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.